Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-dec-2025: the instrument was inspected prior to use, and no damage was found. The black conductor wire was stripped or damaged. There was no thermal damage at the site of the breakage. The issue did not result in fragment falling inside the patient¿s anatomy. Isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted, fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.